Manufacturer narrative:
Product testing could not be performed since no product was returned for evaluation. A photo was provided by the customer for evaluation and was reviewed. An implanted lens can be observed. It appears that it was manipulated with some tools. Something on the lens can be observed but it could not be identified if it is a fiber or light reflection. Therefore, the reported issue could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). There is no indication that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of the intraocular lens, the user noticed a little blue/black fibre in the eye. The doctor removed it. There was no patient injury and no wound enlargement. No additional information was provided to abbott medical optics.